Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) for a high blood glucose (bg) level of over 600mg/dl and high ketones. The customer was treated with intravenous saline and insulin, and was released from the ICU on (B)(6) 2021 with no permanent damage. Reportedly, the customer was using off label insulin for insulin therapy. Tandem technical support educated the customer on cartridge/insulin labeling. Recommendation was made to discuss diabetes management with a health care professional.